Event description:
It was reported that an asymptomatic patient presented to the clinic. The ventricular lead exhibited noise causing pacing inhibition. Isometrics could not reproduce noise. The device was reprogrammed.